Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and burning sensation in stomach. The cause and treatment of the events were not reported. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.